Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2014 and the scs system explanted. Follow-up identified the patient no longer utilized the system due to ineffective stimulation. Subsequently, a pain pump was implanted. Reference MFR report #1627487-2014-01323.